Manufacturer narrative:
(B)(4). The insulin pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Event description:
Information received by medtronic indicated that the insulin pump was dropped and had crack on the lcd screen of the insulin pump. The customer not able to verify serial number of the insulin pump at time of call. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.